Event description:
Drill bit broke.

Manufacturer narrative:
(B)(4) 2014: received call from account manager. On (B)(6) 2014, doctor was using a vilex cannulated drill (z402-100-17). The doctor was predrilling and the drill bit broke. Account manager was to return the broken drill bit. The drill bit in question was not returned to vilex, after multiple attempts to contact the account manager and requested the return of the product. Without the product, no evaluation could be completed. With the lot number unknown, no evaluation could be completed on a drill bit from the same lot. A review of complaint history reveals that no other complaints have been filed against this product. If more information should become available, a supplemental report shall be filed.